Event description:
Healthcare professional reported a left-side migration, rupture, and "correction asymmetry, change shape/size/style". Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.' Reason for reoperation: rupture.